Event description:
Pt had bilateral saline siltex saline filled mammary implants. Examined by a physician and pt complained of 3 weeks of a leaking right breast implant. Leaking began three weeks earlier according to the physician's office staff. Pt was admitted to the hosp for removal and replacement of bilateral breast implants in day surgery. Breast implants to be inserted under the muscle.